Event description:
A customer reported that infusion flow was running, but the values were not displayed during a vitrectomy case. About 15 to 20 minutes into the procedure, the values appeared on the display. The surgeon advised that the pressure was not consistent and she lost pressure in the eye resulting in a soft eye. The procedure was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).